Manufacturer narrative:
Insulin pump was received with no button response due to flattened act button dome switch. Unable to verify motor error alarm due to keypad anomaly. However, motor passed motor test. No error alarm on alarm history screen. No error alarm. Numbers do not ramp up on their own or scroll bar moving with no input. Scratched lcd window, cracked display window corners,battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 10.9 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.